Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the gui pcb and gui cable. The unit passed extended self testing.